Manufacturer narrative:
H3 and h6. Codes: updated. One device was received for evaluation. The complaint was not verified by functional testing. No problem found although multiple related errors found in the event history log. The downstream occlusion (dso) sensor was replaced as a preventative measure due to the related error codes. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed "cassette not attached." There was no customer damaged reported, and this occurred during testing. There was no patient involvement.